Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge was loaded, and insulin delivery was resumed. There was no adverse impact to the customer¿s blood glucose value.